Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad downstream occlusion sensor (dso). There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the dso sensor seal was found to be bubbled. No fluid ingression was noticed. The dso sensor seal will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.